Manufacturer narrative:
MFR will continue to monitor issue through trending. The device history record for the lot was reviewed with no problems found.

Event description:
Customer reported that a prostatectomy procedure was performed in 2006, and six monthhs later, the physician endoscopically retrieved a calculus that had developed along the capio rp. Customer alleges that the suture did not reabsorb properly.